Event description:
The following was reported by a legal rn: it is alleged the patient was implanted with a composix kugel mesh and later experienced post-op adverse outcome. It was alleged to have been explanted. Contact stated that the issue was not considered a device related issue.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. Limited information has been provided surrounding the event and no sample was returned for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Without medical records or additional information, no conclusion can be drawn.